Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite parallel walled implant (fos411) was returned for investigation. Visual inspection of the returned product identified a fractured device with bone residue around the external threads. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been implanted on tooth #29 for approximately 4 years. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The implant was returned and the reported complaint was confirmed. Per visual inspection, the implant was identified as fractured. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that implant fos411 fractured in patient's mouth. The implant was removed. Tooth site # 29.